Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - 129. Artisyn y-shaped mesh - 1. Gynecare gynemesh - 35. Gynecare gynemesh* ps - 93.

Manufacturer narrative:
Concomitantly, the patient underwent a hysterectomy. The patient underwent mesh removal on (B)(6) 2004 due to dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/20/2016. Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014. Supplemental 10 - (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period june 1, 2014 through july 31, 2014. Supplemental 15.

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 18 - attachment: [(B)(6) 2014 oto supplemental 18.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6)2014 through (B)(6) 2014 supplemental 22 - attachment: [(B)(4) 2014 oto supplemental 22.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
(B)(4)